Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Her blood glucose level was over 500 mg/dl. The meter was not working properly. After changing the reservoir she noticed blood and her blood glucose level was increasing. The customer's high blood glucose symptoms were excessive urination, muscle aches, and shortness of breath. She treated her high blood glucose level with a manual injection. The insulin pump also alarmed no delivery. The alarm was resolved with a complete set change. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.